Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that (B)(4) transmission showed noise reversion episodes due to atrial and ventricular noise, but the transmission did not include the egms. A review of tarball found that the device recorded noise reversions however, no associated egms were present. The egms was cleared.